Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention, the cypher stent was deployed in the left main coronary artery. Between 6-8 atms, pressure began to drop in the indeflator. The product was examined after the procedure and a small pin hole was discovered at the proximal part of the balloon. The lesion was pre-dilated and was described as calcified. Another balloon was used for post-dilation, but not because the stent was noticeably under inflated. The device appeared normal before the procedure and prepped normally.